Event description:
It was reported that the patient experienced a frequent charging of the implantable pulse generator (ipg) and it was not charging above two bars. The patient underwent a revision procedure wherein the ipg was replaced, and a lead was added for more stimulation coverage. The explanted ipg was discarded per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.